Event description:
It was reported to vyaire medical that vela ventilator monitor count got too low during patient used. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
H3: 81 other - the customer reported that they will not return the defective main pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device will not be returned.